Event description:
Reporter alleged the lancet was sticking out of the lancet device and he was not able to get it to work. It was stated the device was "jammed", however, there was no accidental stick or any type of injury to the customer. No actions were reportedly taken or treatment received as a result. A request had been made for the return of the suspect device and replacement product was sent.